Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 1993, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported the leads were ¿put in three times¿ but it had been fine since.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in a patient letter reported that it took 3 times to get the leads right. The patient had not felt stimulation until the health care professional (hcp) almost gave up on the 3 tries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.